Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, the device failed test steps related to (act exh proportional valve open). The device was sent for run in and reworked to resolve the issue. The sound abatement foam was replaced preventatively. Additionally, during the evaluation an error code in relation to (check circuit) was recorded in the device event log unrelated to the reported malfunction. The tubing was reconnected to resolve the issue. The software was upgraded. Dust was observed on the blower box. The rubber feet was missing, and handle o rings were damaged and were replaced. The device came only for remediation and will be returned to the customer unrepaired.